Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a fill tubing alert and a minimum fill notification after filling the cartridge with 125 units of insulin. The customer added 35 units of insulin into the cartridge and received another minimum fill. Tandem technical support recommended changing out the cartridge and loading a new cartridge onto the pump. Customer understood and declined further assistance. There was no reported impact to the customer's blood glucose level.